Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. According to the reporter, on (B)(6)2025, the patient experienced a seizure and a hypoglycemic event. No specific cgm nor blood glucose readings were reported from the event, but the cgm readings would have been inaccurate. An ambulance was called. No specific treatment was reported for the hypoglycemia, but the seizure was treated with keppra. The patient would not have gone to the hospital. It was stated that the patient was undergoing neurological tests, and the relationship between the hypoglycemic event and the seizure, was still unclear. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.